Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data was received and analyzed. Analysis of the data indicated rv (right ventricular) oversensing. The analyst observed probable t-wave oversensing (twos), however the sensing vector was not programmed to display on the electrogram. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos) during a treated ventricular tachycardia (v t)/ventricular fibrillation (vf) episode. It was also reported that there was an undersensed vf beat. No revisions were made to the lead and the lead remains in use. No patient complications have been reported as a result of this event.